Event description:
The reporter stated a cc4204bf collamer single piece lens was reported as being defective during loading into the cartridge. There was no pt contact. Another lens was implanted. Additional info was requested but none has been forthcoming. If additional info is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B) (4): evaluation results - (other): visual inspection of the returned product found the lens optic torn into two pieces. The lens was returned in liquid. A lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation. (B) (4).